Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother of a customer reported via phone call that her son went swimming with the insulin pump and the pump does not work anymore. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display anomaly due to a corroded electronic assembly. The motor and battery tube assemblies were found corroded. The keypad assembly had moisture damage. The pump failed the leak test. The pump leaked at the crack on the back of the case. Unable to verify the button keypad anomaly due to the blank display anomaly. The pump had minor scratches on the lcd window and case as well as a peeling serial number label.